Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left knee was revised. As reported: "the revision today was secondary to patella pain. The patella was resurfaced and the poly was exchanged to access the back of the knee to washout and inject local anesthetic. There was no mention of the use of mako in the primary procedure being relevant to today¿s revision. (Regarding wasted implant listed on index usage) I am also not sure why a 10mm insert was replaced with a 12mm insert in the index surgery. No further information is available from the surgeon or hospital."